Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 27-sep-2017 a field service engineer (fse) found a defective seal breaker unit. The fse replaced the seal breaker unit. The instrument was performing within specifications. A 13-month complaint history review and service history review for serial number (B)(4) from 25-aug-2016 through 25-sep-2017 for similar complaints was performed. There were no other complaints identified during the searched period. The aia-360 operator's manual under section 7-1, list of error messages, indicates that error message 5023 seal break task error is generated when the seal break task execution error occurs. The operator is instructed to turn the power off and on again. If problem reoccurs, to contact the service department. The most probable of the reported event was due to a defective seal breaker unit.

Event description:
On (B)(6) 2017 a customer reported getting 5023 seal break task error message on the aia-360 while running patient samples. The customer is unable to run patient samples on troponin and creatine kinase-mb (ckmb). On 26-sep-2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for troponin and ckmb. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.